Event description:
When attempting to implant a cypher stent, the physician observed a leakage of contrast medium from the balloon. The balloon had ruptured. Inflation pressure and time were unk. The pt was a male, but his age was unk. The target lesion was located in the distal right coronary artery (rca) and the posterior descending (pd) branch of the rca. The lesion was de novo, diffused, moderately calcified and highly tortuous. The rate of stenosis was unk. Pre-dilation with a 2.0mm balloon was conducted. A cypher (2.5/18mm) stent was delivered and sufficiently implanted at the distal portion of the target lesion at the nominal pressure. Then, the physician attempted to implant a second cypher at the proximal lesion. The stent was delivered without difficulty. The physician pulled the balloon of the sds slightly proximal for post-dilation. When he began to inflate the balloon, he noticed a balloon rupture by a leakage of contrast from the balloon. The balloon of the sds was carefully removed and post-dilation with a ryujin (2.5mm) balloon was conducted. The second cypher was successfully implanted, overlapping at the proximal end of the first implanted cypher with no issues, and the procedure was successfully finished. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stent distributed in the united states.